Event description:
Case description: this report was rec'd from an ambulatory surgery ctr in which a pt had a cataract extraction with lens implant, ceeon lens model 912, 19.5 diopter in 1999. Pt returned to the clinic on 01/18/2000 with unspecified complaints requesting a pair of glasses. Upon exam by the physician, it was noted that the iol had dislocated into the posterior chamber. The iol was explanted in 2000. No other info was provided with the initial contact. The iol was returned to the MFR for investigation, which is pending. Investigation report was rec'd on 07/11/2000. Investigation report found one loop gap was cracked, which indicates that excessive force and/or handling took place. Batch records were reviewed and showed no deviations. Loop dimensions, width and thickness were verified and shown to be within specs. Case comment: lens dislocation is a known complication of cataract surgery. The dislocation rate of posterior chamber lenses is quite low (around 0.4%). In most cases it is due to malposition of the lens. It is impossible to exclude that such an event was due to a weakness in the haptic lenses unless the technical investigation says so. F/u on 07/20/2000: the investigation report indicated that lens was within specs. It is therefore possible that the lens dislocated as result of malposition and/or excessive handling, rather than a weakness. This is a clinical event occurring in a reasonable time sequence to administration of the drug, but could also be explained by concurrent disease or other drugs or chemicals. The purpose of case reports is to generate signals of potential drug-related problems. Cases are reviewed to ensure that any actions necessary to continue to provide for pt safety are undertaken and to meet requirements by regulatory agencies. Although reasonable attempts are made to obtain what info is available, a review must often be done on the basis of incomplete and perhaps conflicting data. For any given report, there is no certainty that the drug caused the event as it cannot be proven definitively from the data available that a pharmaceutical product or ingredient is the cause of an event. Submission of a report does not constitute an admission that the MFR or product caused or contributed to the event.